Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent button alarms occurred. Tandem technical support advised to the customer to keep items from pressing the button, as this is most likely the cause of the alarm. The customer stated nothing was pressing up against the button to trigger the alarm and alleged the button alarms were caused by an underlying pump issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.